Event description:
It is reported in the literature titled ¿rotational assisted endoscopic retrograde cholangiopancreatography (ra-ercp) in patients with reconstructive gastrointestinal surgical anatomy¿, ten out of forty-two patients (23.8%) required admission to the hospital after procedure (using an evis exera ii small intestinal videoscope) for abdominal pain and nausea, three of those 10 patients (7.1%) had a diagnosis of post-ercp pancreatitis. Study aim: to review a single tertiary care center experienced in ra-ercp in patients with reconstructive gastrointestinal surgery. Outcomes measured include the success rates of reaching the major ampulla, cannulating the bile duct, and subsequently performing a complete ercp. Method: retrospective review of all patients undergoing rotational assisted ercp was performed. Between june 1, 2009, and november 8, 2012, a total of 42 ra-ercps were attempted for patients with altered anatomy. All ra-ercps were performed using an olympus sif-q180 enteroscope results: ten patients out of 42 procedures (23.8%) required hospital admission for abdominal pain and nausea following the procedure. Three of those 10 patients (7.1%) had a diagnosis of post-ercp pancreatitis. The average hospital stay was 3 days. There were no over-tube related complications. Conclusions/discussion: reaching the ampulla in patients with surgically altered anatomy remains challenging even for skilled endoscopists despite advances in deep small bowel enteroscopy. Currently, the standard of care for pancreato-biliary disease in these patients often involves surgical assistance to help access the major ampulla. Given our institution¿s success rates and minimal complication profile, we believe it is reasonable to consider an attempt at rotational assisted ercp prior to a surgical intervention to evaluate pancreato-biliary diseases in patients with altered surgical anatomy. There is no report of any olympus device malfunction in this study.